Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to this. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on how to reset the pump and assisted the caller in doing so. The malfunction did not recur after the reset, and the customer was informed that they could continue using the pump. The caller was advised to call back if any issues persisted, which they acknowledged and understood.